Event description:
Pt assigned to hill-rom specialty bed. Staff smelled smoke in the pt's room. Pt transferred to different room on same bed. Staff then realized the smoke was coming from the pt's bed. Pt was immediately transferred to a different bed. There was no apparent injury to the pt.